Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Direct stenting was performed on the proximal lad with one xience v stent. No procedural complications were reported. The pt was presented to ER in 2009, with chest pain; lhc revealed severe proximal lad and circumflex disease as well as left main disease. Ivus showed mild-moderate in-stent restenosis of the xience v stent and CABG scheduled for the following month. No additional event or info is available.

Manufacturer narrative:
Angina and stenosis, as listed in the xience IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Angina, stenosis and hospitalization are listed in as no fault post procedural complications. It is possible that the angina is a secondary effect of the restenosis which required hospitalization. The xience IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. There is no indication of a product quality deficiency, a conclusive cause for the reported pt effects and the relationship to the product cannot be determined.